Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Post filter deployment, patient experienced lower abdominal pain. CT revealed the filter was tilted, with its apex directed anteriorly. The prongs of the filter extended through the posterior wall of the ivc, and terminated in the anterior pre vertebral space. Subsequently next month patient was scheduled for filter retrieval. The filter was noted to be severely angulated anteriorly with its top and hook impinging onto the anterior wall of the vena cava and two or three prongs were found to be protruding posteriorly, probably through the back wall of the vena cava. Multiple attempts using snare and guidewire were made to retrieve the filter but were all unsuccessful. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and guidewire but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall; struts perforated through the ivc wall and protruded through the prevertebral space. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced back pain; however, the current status of the patient is unknown.